Event description:
During routine testing of the device at the service center, the service tech reported the main battery failed a service test. No other details regarding the nature of the event were provided. The monitor was originally returned for repair due to a hematocrit saturation color chip failure. Since this event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.